Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not functioning and he was having difficulty charging. The physician determined that the ipg was on an angle and was believed to have been incorrectly implanted by the surgeon. The patient underwent a revision procedure wherein the pocket was revised and the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively.